Manufacturer narrative:
The recipient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4). The recipient's infection was reportedly caused by an allergic reaction to the sutures. Advanced bionics considers the investigation into the reportable event as closed. Additional details regarding treatment were not provided. The recipient's infection is completely healed. The recipient has resumed use of the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing a skin flap infection and discharge from the incision site. On (B)(6) 2016, the recipient was treated with keflex for ten days. On (B)(6) 2016, the recipient was prescribed keflex for another five days. On (B)(6) 2016, there was only a slight improvement so the recipient was prescribed keflex for another ten days. On (B)(6) 2016, the recipient still had some redness at the incision site, however, was cleared to resume use of the device.